Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was able to reproduce the reported event with the barcode scanner. The flex cables on the barcode scanner was replaced. The instrument was inspected, tested without further problem, and returned to service.